Event description:
The nurse noted urine leaking from the urinals. She noted this two separate times. Both urinals were discarded. No other issues noted with any other urinals on this floor and any other floors.